Event description:
Customer called regarding having alarms following the battery changes. It was also mentioned that small cracks were seen in the casing of the pump, however did not recall unit being bumped or dropped. Customer also stated that there was a problem with air bubbles. Troubleshooting was done including priming and set change procedure. Procedures were done correctly except the customer often primes with the tubing in the vertical position.